Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed an opening assessed as to surgical damage, and delamination partial in the diaphragm valve assessed as to adhesive failure. Additional observations: crease flat observed in the surface. White particles inside of the device. Wear abrasion in the surface of the shell. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported right side "deflation". Device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side "deflation". Device has been explanted.